Event description:
A report was received that the patient had difficulty charging the ipg and was not working. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient had difficulty charging the ipg and was not working. The patient will undergo an ipg replacement.

Manufacturer narrative:
Correction to the follow up #2 MDR. Additional information was received that the patient will undergo a replacement of the leads for unknown reason. Additional suspect medical device components involved in the event: model #: sc-2366-70 serial #: (B)(4) description: linear 3-6 lead, 70cm

Event description:
A report was received that the patient had difficulty charging the ipg and was not working. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent a replacement of the ipg per physician¿s preference. No device malfunction was suspected. The leads were not replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg and was not working. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that there is further course of action at this time due to a non device related reason. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient had difficulty charging the ipg and was not working. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that there was an abnormal position of the leads since it had been this way for a long time and were scarred into place. The patient will undergo a lead replacement. Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm.

Event description:
A report was received that the patient had difficulty charging the ipg and was not working. The patient will undergo an ipg replacement.